Event description:
It was reported a patient's pacemaker presented with pacing failure due to battery exhaustion. Telemetry was unable to be performed, even with magnet application. The device was explanted and replaced in a procedure on (B)(6) 2021. Post procedure there were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.